Event description:
Consumer suffered corneal abrasion after inserting onto eyeglasses. The reported incident occurred in aruba, but the sunglasses were purchased in manchester, connecticut at a store.